Event description:
Progressive medical smart ez elastomeric infusion pump filled with fluorouracil to be infused over approximately 47 hours did not completely infuse for patient. The pump was hooked up to the patient on (B)(6) 2022 and when the patient returned to the clinic for pump removal on (B)(6) 2022, approximately 75% of the product was still in the pump and had not infused. The pump that was selected was the correct size with the appropriate volume and rate for the medication to be infused over approximately 47 hours. The pump was size 270ml, rate of 5 ml/hr, and lot: c21d019; model se0005-270. The total volume that was instilled into the pump was 233.5 ml. FDA safety report ID# (B)(4).